Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019 where the ipg was explanted and replaced. Stimulation was restored post operatively.

Manufacturer narrative:
The report of being unable to communicate with ipg was not able to be confirmed. The device communicated with all lab utilities and passed all functional testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was inoperable. A manufacturer representative met with the patient and confirmed the issue. The ipg could not communicate with external devices after several attempts. In turn, the scs ipg was deemed inoperable. Surgical intervention may take place to address the issue.